Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right anterior tibial artery (ata). A 3.0mm x 15mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon third inflation at 12 atm for 10 seconds. Furthermore, a pinhole was noted at the middle part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.